Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. PMA/510k: this product is not marketed in the us (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2, -05.00 diopter, implantable collamer lens into the patient's left eye (os) on (B)(6) 2019. On (B)(6) 2019 the lens was removed due to low vault. Reportedly, "the first day after surgery, there was almost no vault. The second day was about 100um. After communication with surgeon, the patient decided to give up the surgery."

Manufacturer narrative:
Device evaluation: dimensional inspection found the lens to be within specifications. Claim#: (B)(4).